Event description:
After giving bcg (bacillus calmette-guerin) chemotherapy treatment, all supplies were placed into the chemo bag included in kit. When rn held the bag up, the bag began leaking onto the floor. A small hole was noted in the chemo bag.